Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens. Review of the event history log (ehl) was not performed due to the constant alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the printed wiring assembly was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 45369. The event occurred during testing, there was no patient involvement and no patient injury was reported.